Event description:
It was reported that at the end of a left-side mako tha 4.1 case on (B)(6) 2024, surgeon notified css that a checkpoint was left in the patient. The patient was brought back to the or on (B)(6) 2024 and the checkpoint was removed. C ss confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical.  A supplemental report will be submitted if additional information becomes available.